Manufacturer narrative:
(B)(4)

Event description:
Information was received from a nurse regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was a power on reset (por) message and the therapy had stopped. The patient had a return of symptoms. There were no trauma/falls related to the issue and no electromagnetic interference (emi). They were able to clear the por successfully. This was the second por that had occurred in 3 1/2 years.

Manufacturer narrative:
(B)(4) . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.